Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. It is probable the device was not reprocessed according to the instructions for use. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) . Operation manual gif/cf/pcf-190 series chapter 3 preparation and inspection reprocessing manual gif/cf/pcf-190 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. In addition to the clogged nozzle found, other evaluation findings are as follows: the bending section cover glue and the plastic distal end cover were cracked; the bending angulations were out of standard values; the plug unit was corroded; and the insertion tube was wrinkled near the glue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope had too much pressure in its air/water channel during a rhinaer procedure. There was no report of patient harm. The device was returned, evaluated, and there was a dark, rubbery material clogging the nozzle of the insufflation channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.